Event description:
During an in clinic follow up, the device was found to be back up mode. Technical support was contacted and it was suspected the back up mode was due to the device being at elective replacement indicator (eri). A device exchange is anticipated but has not yet been performed. The patient was stable.

Event description:
Additional information was received indicating the device was explanted and replaced due to normal end of life (eol). The patient was stable.